Event description:
The pt went to the hospital several weeks ago with fever, nucal rigidity, confusion and was worked up for meningitis. The pt was hospitalized for high fever, mental status changes and neck rigidity. A lumbar puncture was performed; the pt recovered and was discharged. The discharge summary listed viral meningitis as the pt's primary diagnosis, along with diabetes and chronic low back pain. A few days later, in 2009, the pt was again hospitalized for mental status changes, but no fever. The pt had been on 0.3 mcg/day of ziconotide along with sufenta and stable for a long period of time. Ziconotide was initiated for the indication of lumbar and bilateral lower extremity pain. The pump was refilled six days after event. The dose of ziconotide was reduced by 30% and symptoms improved. The discharge summary listed altered mental status and possible pneumonia as the diagnoses along with diabetes and chronic low back pain. The "altered mental status' improved during the second hospitalization after decreasing the intrathecal pump by 30%. The pt continued to improve with the discontinuation of ziconotide and lower sufentanil rate. The following month, the pt had the pump refilled with sufenta only. Ziconotide was discontinued. The pt was feeling better and symptoms had recovered.